Event description:
During the first fifteen minutes of a routine hemodialysis treatment, if was reported that the operator experienced high venous pressure alarms and noted high venous pressure and effluent pressure readings. The operator was not able to recover from the alarms. Manual rinseback was attempted but saline would not flow into the lines resulting in a 210cc blood loss. No medical intervention was required.